Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens damaged by handpiece injector. At the time of implantation, the intraocular lens found resistance at the exit of the intraocular lens. Lens was stuck in the cartridge and only half of the lens entered the anterior chamber. Therefore, decided to remove the intraocular lens and noticed after the extraction that lens was a little damaged (scratched) then immediately decided to replace that intraocular lens with a new one. Additional information has been requested and received stating that the procedure was completed on same day. The patient was progressing excellently on their third postoperative day.

Manufacturer narrative:
Additional information was provided in d9, h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. Iol returned posterior surface up instead of anterior surface up in the iol case. The lens is positioned at an angle in the lens case base well, the lens is pressed against a post of the lens case base well. Solution is dried on the iol. The haptics are deformed. The optic is deformed. There are cracks in the optic edge. Sample was cleaned for further evaluation. There are fractures and scratches in the optic. The iol met specifications when dimensionally measured for edge thickness and plan view. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Additional information: the complainant indicates the use of optheis pro as a viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.